Event description:
A facility technician reported a dialyzer blood leak occurred during use with a meridian hemodialysis machine. The blood was observed in the dialysate lines however there was no machine alarm. The treatment was discontinued. The blood flow rate was 450 ml/min. Dialysate flow rate was 800 ml/min. There was no patient injury or medical intervention associated with this incident.